Event description:
Customer having problems with infusion sets. Receiving no delivery alarm. Received no delivery alarm during bolus at breakfast. Customer reported a hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 500 mg/dl. Removed cannula and it was kinked. The insulin pump did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.